Event description:
According to a remaster sae form, it was reported that a patient experienced hemianesthesia post-operatively following a litt procedure, which remained unresolved through the 3-month follow-up visit. The event is described as "dense left hemibody sensory deficit (distal foot and left face able to feel pain)". The patient was provided with occupational and physical therapy.

Manufacturer narrative:
Sensory and motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Manufacturer narrative:
Sensory/motor deficits and deep vein thrombosis are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged; therefore, no device evaluation was performed. This supplementary is being submitted to capture the additional information received from the event.

Event description:
According to a remaster sae form, it was reported that a patient experienced hemianesthesia post-operatively following a litt procedure, which remained unresolved through the 3-month follow-up visit. The event is described as "dense left hemibody sensory deficit (distal foot and left face able to feel pain)". The patient was provided with occupational and physical therapy. On 15-oct-2025, additional information from the remaster sae was retrieved during a remaster safety committee meeting. On post-study procedure day 40-47 ((B)(6) 2025 to (B)(6) 2025), patient presented to the emergency department with increased concerns regarding left lower extremity (lle) weakness. An acute lle deep vein thrombosis (dvt) was identified, and the patient underwent a thrombectomy before initiating anticoagulants. On post-study procedure day 57 ((B)(6) 2025), medical oncology noted that the patient was still experiencing numbness in left arm and leg. The patient noted having functional use of extremities but continues to use a wheelchair for additional support. On post-study procedure day 75 and 81 ((B)(6) 2025), patient re-started occupational and physical therapy to address the functional deficits from continued left hemibody anesthesia. On post-study procedure day 96 ((B)(6) 2025), the patient had improvement in left upper extremity (lue) but continued to note experiencing reduced strength, sensation, and control of fine motor skills. On post-study procedure day 130 ((B)(6) 2025), patient "continue[d] to display left sided gait deviations and impaired coordination that impact[ed] her mobility". On post-study procedure day 170 ((B)(6) 2025), occupational therapy noted patient continued to experience challenges with grasping items with their left hand. This information was reviewed by the remaster safety committee on (B)(6) 2025 and determined that the event was possibly related to the litt procedure and possibly related to the surgical procedure.